Event description:
The customer contacted physio-control to report that their device would not charge or provide defibrillation energy when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer's device was examined by a 3rd party service agent who verified the reported failure. The therapy pcb assembly was then replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed therapy pcb assembly was not returned to physio-control for evaluation; therefore the component level cause of the reported failure could not be determined.